Event description:
I received invisalign tooth aligners from my dentist. I am a 62 y/o white male. After 1 month of use I woke up one morning with a right neck lymph node very badly swollen and the whole right side of my neck and face very sore. For three days these symptoms persisted until I thought to remove the invisalign braces. Within 72 hours of discontinuing invisalign, my symptoms were much better. Within 96 hours they were gone entirely. I had no other symptoms or illnesses. I have never had symptoms like that before or since. This complaint was prompted by my just seeing an ad for invisalign aimed at teenagers. I am not technical and have no scientific training, but it cannot be smart to put plastic on something as vascular as your gums for a year. I will never let anyone I love wear these things.